Event description:
It was reported that (1) cdh21 device was used during a gastric bypass procedure. It was reported by the rep that the product in question was used to create the gastrojejunostomy in the roux-en-y portion of the procedure. After the instrument was fired, the surgeon had a very difficult time removing the instrument. After trying a number of different techniques, the surgeon finally pulled on the stapler, and reluctanly released the anastomotic lip. It is unk how the case was completed.